Event description:
The technician alleged that the bed had no functions. The head of the bed was slightly raised over twenty degrees. No injuries reported.

Manufacturer narrative:
The technician found the cause to be a defective power control box. The technician replaced the power control box to resolve the issue.